Event description:
Customer initially reported ballooning of the pump segment however info returned with the product indicates fluid leaked from a hole in the pump segment below the upper fitment. The report states, "fixed air in the tubing multiple times, continued to occur, noticed that tubing in pump was wet and found a hole upon further inspection." The issue occurred while the set was in the pump infusing amiodarone at 30 ml/hr for the past 24 hours. The set had been in use for 1 day. Multiple infusions (3) were connected to a common IV line via a manifold. There was no pt harm or no medical intervention. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A f/u report will be submitted once the eval is completed.